Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global needle pierced the catheter. The following information was provided by the initial reporter, translated from french to english: the department reports that the canula came out of its sheath during the procedure. This resulted in bleeding and then a hematoma. 9jul. Have health care workers been exposed to blood or body fluids? No, put on a pair of gloves were there any problems with the security system? (Retraction failure, protection failure, safety device failed to cover the needle properly. Indicate if the device malfunctioned before or during use). According to the doctor: "when I saw that the needle had pierced the plastic sheath I told myself that retracting it could produce blood splashes, I preferred to leave it as it was. The device malfunctioned during use, it was in the patient's vein". Have other measures been taken? Removal of the compression device with a compress set up of an alcoholic thought. Discarded device.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381034 and lot number 4037541. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.